Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to verified and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. This issue may prevent the device from providing therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. This issue may prevent the device from providing therapy if it were needed. There was no report of patient use associated with the reported event.